Event description:
It was reported during central processing, the peripheral vision probe ion had failed leak test. The customer reported event has no report of patient injury.

Manufacturer narrative:
The vision probe (vp) was returned and evaluated by the failure analysis (fa) team. The vp was observed to be protruding from the distal tip. Adhesive was observed on the distal tip of the camera and the probe. The protruding camera appeared intact with no missing pieces. The protruding camera is likely due to a failure of the adhesive bond that secures the camera in the tip of the probe. The failure is most likely due to inadequate primer or adhesive application during manufacturing. The root cause of the protruding illumination fiber is attributed to manufacturing.